Event description:
Patient reported they have issues with their jaw and gums. They provided a clinical findings that state visible gum recession on lower anterior teeth (#22-27), gingival margin migration of 2-3mm, with mild root exposure. Tissues appear thin and at risk of further recession with mechanical irritation. Due to the presence of gingival recession and risk of further soft tissue damage, clear aligner therapy (such as invisalign) is not recommended at this time.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.